Manufacturer narrative:
Investigation of the returned product failed functional testing for hand piece sensor error. All 3 motor tacs appear shorted. Shorted motor tacs were probably caused by leak to housing. Root cause of hand piece errors is shorting out of bare wire due to split heat shrink on splice. Spliced wire runs to hall board causing errors. No further investigation is warranted at this time. (B)(4).

Event description:
During a shoulder arthroscopy procedure the svc repl, mdu, hand cntrl, pwrmx device overheated upon plugging the mdu into dii, "short circuit" error appeared on the dii display. Mdu immediately became hot and melted the drapes it had been placed on. Replacement mdu plugged into the same dii control unit worked without issue.